Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient, who was presenting a ventricular fibrillation heart rhythm. During the defibrillation attempts, the device displayed a "bridge test fail" and an "internal dump overload" message, and the device failed to discharge. The clinicians then obtained another device and defibrillated the pt. The complainant indicated that the patient expired the following day.